Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not alarm to alert the customer that insulin delivery had been suspended after the customer accidently pulled out their infusion site. There was no impact to the customer's blood glucose level. The contact was advised that it is possible that basal delivery still occurred after the site was dislodged. Multiple attempts were made by tandem technical support to complete troubleshooting; however, no additional information was provided.